Event description:
The customer reported the system was out of tolerance and not within ge specifications. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The calibration files were reloaded and the dose limit was reset. The system was then found to be operating as intended. This event may have resulted in an accidental radiation occurrence.